Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and instructed the reporter to clear several event codes that were logged in the memory. The reporter cleared the event codes and the device functioned properly. Physio recommended completing a performance inspection procedure and placing the device back to service.

Event description:
It was reported that the device locked up after performing a daily test. Furthermore, the device was locking up in the subsequent test attempts. There was no patient use associated with the event.